Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that during an atrial fibrillation (afib) procedure, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. The ECG patches were checked for good connection and all cables were routed so not to overlap. Biosense field service engineers replaced ep out card, and as a result, the problem was resolved. There were no further issues, and the system is functioning normally and is ready for use. The replaced ep out card was sent to the carto manufacturer (htc) for further investigation. The carto manufacturer tested the card and found no problem. The card passed all relevant tests successfully. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. The ECG patches were checked for good connection and all cables were routed so not to overlap. The procedure was completed in spite of the noise without any patient consequence.